Manufacturer narrative:
Block b3: exact date unknown, event occurred last friday from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5088026. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5089684. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. It was also noted that the patients implantable pulse generator (ipg) was not taking a charge and was having difficulty communicating to the remote control. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.